Manufacturer narrative:
Product ID 748240, serial# (B)(4), product type extension, product ID 748240, serial# (B)(4), product type extension, product ID 7428, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2009 (B)(6), product type implantable neurostimulator, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3550-29, lot# n223064, implanted: 2009 (B)(6), product type accessory, product ID 3389s-40, lot# v011800, implanted: 2006 (B)(6), product type lead, product ID 3389s-40, lot# v011800, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) had not been working for 6-7 months and was replaced. Pre-operative testing showed high impedances greater than 4000 ohms and greater than 40,000 ohms. Post implant the issue had not resolved. Patient indicated that she had not had any falls or blunt trauma. It was noted that this event was the third battery change, but this information could not be verified through the device registry. Subsequent information indicated that the leads were broken. If additional information becomes available, a follow-up report will be sent.